Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure name? Did any needle piece break and fall into patient? If yes, was it retrieved? And how? Any patient consequence/ae outcome as a result of the event report? Does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located? Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Any medical surgical intervention done or planned to remove needle at later date? Patient current condition? Case: still unsure ( vascular surgery). Issue: no needles were broken, the needles x 3 came away from the swage. No needles were lost or left inside the patient. Delay: no significant delay to case, only time taken to open another suture. No further surgery was required. No patients consequences, just surgeon frustration.

Event description:
It was reported that a patient underwent a vascular procedure on (B)(6) 2019 and suture was used. During the suturing of an artery the needle pulled off of the suture. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). A manufacturing record review was performed for the finished device batch maj507, 8556w and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Device evaluation summary: it was received for analysis a box with twenty unopened samples of product code 8556, lot maj507. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance pull off suture needle were found, and the tested sample met the finished goods requirements. Representative samples returned to support investigation of 3 device issues captured in reports 2210968-2019-79982, 2210968-2019-79983 and 2210968-2019-79984. Analysis results have been included in follow-up reports for each.